Manufacturer narrative:
Section b1 ¿ type of report: corrected. Section b2 - outcomes attributed to adverse: corrected. Section h1 - type of reportable event: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted video; however, a specific cause for the obstruction could not be conclusively determined. Review of the submitted log files confirmed low flow alarms, however, as specific cause for the alarms could not be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted computed tomography (CT) video/images revealed narrowing of the outflow graft lumen beneath the bend relief. Hypodensity (darker color) beneath the outflow graft bend relief was also observed. These findings appear consistent with the report of eogo between the outflow graft and bend relief. The submitted log files captured low flow alarms on (B)(6) 2024. No other notable alarms or events were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, it provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms since the weekend. The patient's diuretics were already paused. The patient had anasarca. They presented to the hospital around 4:20am and was admitted via the ed. There was no pleural effusion. The patient was to undergo a transthoracic echocardiogram (tte) in the morning. A blood sample was taken for testing. Log files indicated the flow was decreasing continuously since (B)(6) 2024. Outflow graft compression was noted due to a seroma between the outflow graft and its cover. Another computed tomography (CT) scan was scheduled for (B)(6) 2024 or (B)(6) 2024. A strategy would be determined based on the findings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.